Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple unexpected resets occurred. Additionally, customer reported receiving an auto-off alarm and an occlusion alarm, however, the customer declined to troubleshoot. There was no reported impact to the customer¿s blood glucose. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified. The cartridge was not returned. Additionally, the alleged unexpected reset issue could not be verified.